Manufacturer narrative:
Evaluation, results: (no conclusion can be drawn - device not returned for evaluation); none (no device returned for evaluation); no results available since no evaluation performed; conclusion: unable to confirm complaint (no conclusion can be drawn - device not returned for evaluation). (B)(4).

Event description:
It is reported that the physician experienced high friction when advancing an export advance through a non-medtronic y-adaptor, resulting in kinking. It is reported that the y-adapter was fully open. Advancing the export device was easy at first. It is reported that the catheter stopped aspirating half way through and upon removal it was noted to be kinked. Patient is reported to be good and no patient injury was reported.

Event description:
It is reported the physician feels that the device kinked as a result of resistance encountered.